Event description:
Consumer complaint of high blood glucose results. Results from memory are: (B)(6) 2013 at 12:26p 464mg/dl. (B)(6) 2013 at 12:15p 330mg/dl. (B)(6) 2013 at 4:49am 334mg/dl. (B)(6) 2013 at 12:17a 311mg/dl. (B)(6) 2013at 12:03a 253mg/dl. Caller states that she is used to getting blood results that are 170mg/dl before bed and right around noon before she eats lunch. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).